Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification, though the exposed portion of the soft cannula was found to be bent. It cannot be determined when or how this damage occurred or if it contributed to the improperly inserted cannula. Fluid was able to flow through the fluid path with no signs of struggle; a leak test found no leaks in the fluid path. A root cause for the reported improperly inserted cannula could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached between 500 mg/dl and 600 mg/dl while wearing the pod between 24 and 36 hours. Due to elevated bg levels, patient believed the cannula had not properly inserted in the infusion site (abdomen). Moderate ketones were also present. As treatment, patient exercised and a new pod was applied.